Event description:
It was reported that 1 pn relion 32g x 4mm 3b tw cannula was too short. The following information was provided by the initial reporter: the consumer reported that the patient end of the needle is shorter than what she remembers. Date of event: unknown. Samples: yes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-27. D4: medical device lot #: 0184470. D4: medical device expiration date: 2025-07-31. H4: device manufacture date: 2020-11-03. H6: investigation summary: customer returned (4) sealed 32gx4mm pen needles from lot# 0184470. The consumer reported that the patient end is shorter than what she remembers. All 4 returned pen needles were tested to determine patient end cannula length (specs for 4mm cannula length: 0.109¿-0.203¿), and the following was observed: data: pe cannula length (inches): sample 1: 0.164; sample 2: 0.162; sample 3: 0.158; sample 4: 0.163. All 4 pen needles measured within specification. No defects were observed. DHR was reviewed for lots #0136694 and #0184470 and no qn found. 7pcs retentions tested the length of IV point; all products meet the specification. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pn relion 32g x 4mm 3b tw cannula was too short. The following information was provided by the initial reporter. The consumer reported that the patient end of the needle is shorter than what she remembers. Date of event: unknown; samples: yes.